Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to cracked ceramic liner.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert.

Event description:
Index surgery: (B)(6) 2015. Revision due to cracked ceramic liner.